Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to faulty charged-couple device. It is likely that water entered from the scratched part of the cable causing the defective ccd. However ,no definitive cause could be identified. Water immersion of cables can be prevented by following the instructions for use which states: "never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head could not capture image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of could not capture image was not confirmed. Device evaluation found that the camera cable was buckling and had scratches, and camera cable was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.